Event description:
It was reported that the 9800 system had no vertical motion on the c-arm. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep replaced the power supply. The system operates as intended.